Event description:
On april 30, 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter is giving inaccurate erratic readings. This medical affairs specialist was able to contact the pt to clarify info obtained from the initial call on may 19, 2008. The reported issue first occurred while the pt was on a trip to disneyland and was testing with the lfs meter and a continuous monitoring blood glucose device on four days prior to original date. At an unspecified time on the same day, the pt reported blood glucose results of "320 and 112 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. According to the pt, she increased her novolog insulin by 2 units based on the "320 mg/dl" blood glucose reading. The pt does not recall what readings she obtained on the continuous blood glucose monitoring device. Within 10 minutes, the pt reportedly had symptoms described as "sweaty, shaky, weak, confused and felt like passing out." The pt tested her blood glucose again and obtained a blood glucose reading of "112 mg/dl and 80 mg/dl." The symptoms abated after the pt had some beverage/food. Since she has received the new meter and test strips, she has not had any issues with the reported issue with the lfs products. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was not cleaned appropriately, the blood sample were taken from approved testing sites, and the reported meter readings could not be found in the meter's memory. This complaint is being reported because the pt claimed she had symptoms that can be associated with severe hypoglycemia after the reported issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.